Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive sleep/wake button occurring intermittently multiple times per day, with delayed power-on despite adequate charge; this aligns with a device key/button not working and involves the switch component of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user, including a video. Investigation of this case revealed an electrical problem associated with the sleep/wake switch leading to intermittent button unresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.